Manufacturer narrative:
Corrected data: high iop should be removed. 1937 intraocular pressure increased should be removed as it's n/a. Claim#: (B)(4).

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -14.50/+3.0/088 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The patient experienced excessive vaulting, glare/haloes and high iop. The patient is being treated with medication (g timocomod bd and g pilocarpine on). Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.